Event description:
Additional information received on 12/3/2024 for mw5160640 a 34-year-old man was referred for ab ablation and during procedure a vascular closure device was used. The device fractured while in the patient and a plastic tube was retained in the ivc. The fractured plastic piece of the device successfully snared and removed from the patients body. No retained fragments were identified. The patient was discharged on the say of the procedure without hematoma or other complications.

Event description:
I was implanting an abbott perclose prostyle device, and the device fractured inside the patient, requiring us to snare the device out. This was done successfully but required the procedure to be canceled.